Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during intraocular lens (iol) implant procedure, could not load lens out of injector. The procedure was completed on same day without any harm to the patient.

Manufacturer narrative:
Additional information was provided in h.3. And h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. The product was used beyond the expiration date. The instructions for use (IFU) instructs: "examine the label on the outer box for model, power, proper configuration, and expiration date". Any lens held after the use-by date should be returned to company. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).